Event description:
The plaintiff's attorney alleged that on or about (B)(6) 2012, the pt experienced a cardiovascular event after the use of the product.

Manufacturer narrative:
This is one event (cardiovascular) for the same pt involving three separate products; associated mdrs 2937457-2014-00644 and 1225714-2014-01577.